Manufacturer narrative:
The investigation determined that the engen aliquoter label printer created two secondary tube labels containing incorrect patient demographics. Mis-association of results with the incorrect patient could occur undetected potentially leading to inappropriate physician action. There is no evidence that the instrument manager or the customer's laboratory information system contributed to the event. A definitive cause of this event was not identified; however the tcautomation (tca) software is a likely contributing factor. The investigation cannot conclude that patient sample results would not be mis-associated with the wrong patient if the event were to occur undetected. Investigation is ongoing.

Event description:
This customer determined that the engen aliquoter label printer created two secondary tube labels containing incorrect patient demographics. Mis-association of results with the incorrect patient could occur undetected potentially leading to inappropriate physician action. However, no sample results were affected as the labels were inspected prior to use. There was no report of patient harm as a result of this event. (B)(4).